Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated from left to right side. The patient was doing well.

Event description:
A report was received that what began an intermittent pain while charging the ipg, it has become a constant tenderness and pain at the ipg site that radiates toward the spine. The patient also reported that the battery was pushing outward and moves resulting to difficulty charging the ipg. Trigger point injections were administered but were not effective and the pocket continues to be tender and sore. Mild erythema was noted in the area. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that what began an intermittent pain while charging the ipg, it has become a constant tenderness and pain at the ipg site that radiates toward the spine. The patient also reported that the battery was pushing outward and moves resulting to difficulty charging the ipg. Trigger point injections were administered but were not effective and the pocket continues to be tender and sore. Mild erythema was noted in the area. The patient will undergo a pocket revision procedure.